Manufacturer narrative:
Concomitant medical products: 4461, lead, implanted: (B)(6) 2000; 0145, lead, implanted (B)(6) 2000.

Event description:
It was reported that the anti-tachycardia pacing feature of the cardiac resynchronization therapy defibrillator (crt-d) accelerated the patient's ventricular tachycardia (vt) to ventricular fibrillation (vf) which was treated with a high voltage therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.